Manufacturer narrative:
This report is submitted on october 03, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla strength unknown). Revision surgery to replace the magnet is scheduled; however, it is unknown if this has occurred as of the date of this report. The implanted device remains.

Manufacturer narrative:
Additional information was received: it was reported that revision surgery was performed under a general anaesthetic on (B)(6) 2017, to explore a suspected magnet dislodgement. The magnet was found to be in the correct position and the implant was in the correct position. Correction: there was no dislocated magnet as initially reported.